Event description:
MFR shrunk the outside diameter from 3.8 to 3.3 and infants less than 1000 gms are experiencing large air leaks to the point that they cannot be ventilated. This requires a larger tube which is not advisable for infants that small. MFR has been notified and is not willing to make changes.